Manufacturer narrative:
(B)(4). It has been reported that the device would be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, a perforator failed to disengage, resulting in a left occipital lobe injury. A medtronic drill was used. A delay over 30 minutes was reported.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The perforator was visually inspected, no anomalies other than slight wear on the product label were observed. Functional testing was then performed. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issues could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated UDI : (B)(4). A review of manufacturing records found that the device met specification when released to stock. Upon evaluation of the returned device, a follow-up report will be submitted.